Event description:
It was reported to medtronic minimed that the customer reported damage on broken clips and reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage no harm requiring medical intervention was reported. Mmt-1880l was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2025. The p-cap did not lock properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken belt clip rails, battery tube threads cracked, missing o-ring (reservoir tube), cracked case (battery tube), partially broken retainer, retainer knit line damage, broken reservoir tube lip, stained keypad overlay. Cosmetic damage was confirmed at the belt clip rails during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.